Event description:
The hosp reported that during the saphenous vein harvesting procedure, the surgeon was unable to cauterize the vein. The surgeon used a replacement unit to complete the procedure. No add'l pt complications were reported.